Event description:
It was reported that the patient had an emergency room visit for hypoglycemia on (B)(6) 2025. While wearing the pod for approximately 36 to 48 hours, the patient¿s blood glucose level declined to 22 mg/dl, prompting a call to emergency services. The patient experienced a seizure related to the hypoglycemia and was treated with glucose tablets and d10. The patient was discharged the same day. Additionally, it was noted that the patient had entered their basal rate incorrectly during device setup.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone18.2. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.